Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. The device can not be repaired and it was returned to the customer unrepaired per their request.

Event description:
A customer contacted third-party service agent to report a non-critical issue with their device. During evaluation third-party service agent observed that the device does not complete boot-up cycle during initial power on. There was no patient involved in the reported event.